Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported by the patient that they were unable to recharge their implantable neurostimulator (ins). Repositioning of the antenna did not resolve the issue and they could not communicate with another external device. The patient programmer (pp) displayed the poor communication screen. The last time the patient felt stimulation was well over a year ago and the last successful recharge was before (B)(6) 2014. The patient reported they had other things going on and it was the least of their worries. They were not having any trouble with their back and it had been pretty good; they primarily used their device in the winter. They also noted that they had gotten sick in (B)(6) and moved and had cataract surgery in one eye. Relevant medical history includes post lumbar laminectomy syndrome. Additional information has been requested, but was not available as of the date of this report. If received, a follow-up report will be sent.

Event description:
Additional information received from the consumer reported that she had met with a manufacturer representative who was unable to restart the implant, but it was okay since she no longer needed the therapy. Further information received from the manufacturer representative reported that the patient was overdischarged. They attempted to communicate with the implant using the clinician programmer and the patient indicated it had been several years since she last charged her battery. A physician mode recharge was performed and the battery was reset. The issue was resolved at the time of the report.

Event description:
Additional information received from the consumer reported that she had been in pain for a few weeks and that was why she wanted to use her therapy again.